Manufacturer narrative:
Lot and serial number of the disposable device not provided by the complainant, therefore the expiration date is not known. The device is not being returned therefore, a failure analysis of the complaint device cannot be completed. Lot number of the disposable device not provided by the complainant, therefore the manufacture date is not known. Device history record (DHR) review and sterile lot review were unable to be conducted for the disposable device as the identification numbers were not provided by the complainant. The following adverse event could occur or have been reported in association with the use of the novasure system: infection or sepsis. (B)(4).

Event description:
It was reported by the pharmacist on maude event report mw#5069066. The physician performed a diagnostic hysteroscopy, dilatation and curettage (d&c) and a novasure uterine same day procedure and the patient was discharged home. On (B)(6) 2016, the patient presented to the emergency room complaining of pain and exhibited vaginal bleeding. The patient was admitted into the hospital for observation. During observation it was noted the patient developed sepsis and the physician performed a hysterectomy. "The patient remained in critical care for several days before transferring to the post op floor". No additional information provided.